Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an alert for out of range hv lead impedance was received via merlin.net. Review of records showed al impedance measurements were within normal range. The alert was cleared and the pt will be monitored.